Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed may 20, 2014.

Event description:
Per the clinic, the patient was a non user of the device. Due to the need for an MRI, the decision was made to explant the device. The device was explanted (B)(6) 2014.